Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/11/2023, it was reported by an arthrex subsidiary employee via email that an ar-4501 meniscal cinch ii second anchor would not deploy, it was stuck. This was discovered during a meniscal repair procedure on (B)(6) 2023. The case was completed using another ar-4501 meniscal cinch ii.

Event description:
Additional information: the first anchor was removed before using a new ar-4501. There was no delay in the case, and no additional anesthesia was administered. There are no reports of the patient having adverse effects due to this issue.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified the first implant of the meniscal cinch¿ ii had been deployed and attached to the suture, while the second anchor remained lodged within the cannula containing tissue and blood. Functional testing was performed and noted that the left trigger was stuck, and the right trigger worked as required. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.